Event description:
It was reported that an ilet insulin pump¿s screen section separated from the main body due to an apparent adhesive bond failure after the device was poured from a pocket, and the user taped the unit together; despite the separation, the pump functioned, and the affected component was the display. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a stress-related problem consistent with loss or failure of bonding affecting the display assembly. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.

Manufacturer narrative:
Initial.